Event description:
It was reported that during a vats procedure, while coagulating intercostal tissue, part of the tissue pad came off of the device. The piece was retrieved without incident. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device received was returned in good physical condition. The tissue pad was in good physical condition and properly attached to the clamp arm. The device was tested with a generator and was functional. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.